Event description:
Home infusion pharmacy dispensed mps acacia gravity flow control set cat# af-100-13 to infuse ceftriaxone 2g IV daily manufactured by b braun. Pt's wife reported that part of the dose would infuse then stop. Added pressure to the bag, would not induce infusion to run. Infusion was running through a peripheral line.